Event description:
The customer reported that following a stent procedure in 2003, a vasoseal elite was deployed. Immediate hemostasis was obtained and a 30 second post hold was initiated. The puncture site was dressed and the pt was moved to a stretcher for transport to staging area. The site was reassessed upon leaving the procedure room and upon arrival at the staging area. In the staging area a small amount of swelling at the puncture site was observed. The right groin was held with flat hand pressure while the other side was exposed for inspection. A small hematoma started and a small amount of blood oozed out onto the dressing. The hematoma then stabilized without further growth. While a pressure dressing was applied, the pt started feeling bad and there was a significant drop in blood pressure. The blood pressure recovered quickly and the pt was placed in the trendelenburg position and a fluid bolus was ordered. The puncture site appeared unchanged upon arrival to the floor. The pt awakened on transfer into the bed and appeared alert, denying pressure was low again or sickness. The puncture site was reassessed and was still unchanged. At approx 2:30 p.m., the pt coded, but blood pressure was re-obtained after multiple fluids and three units of blood. A surgeon was consulted for a presumed retroperitoneal bleed and the pt was transfered to ICU for additional blood transfusion. A CT scan confirmed the retroperitoneal bleed. The runoff shot during the catheterization procedure showed the femoral artery puncture was over the femoral head. The pt continued to remain unstable until expired later that night.